Manufacturer narrative:
Additional manufacturer narrative: attempts to retrieve the device were unsuccessful. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event.

Event description:
Edwards received information the 23mm aortic valve was also explanted due to degeneration.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately 10 years, eight months was explanted due to critical aortic valve stenosis and mild insufficiency. The explanted device was replaced with a 21mm bioprosthetic valve. The patient tolerated the procedure well and was transferred to the cardiothoracic surgery intensive care unit and was discharged on post operative six.